Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 latch had failed and was unable to recover. A field service engineer checked the device for the reported problem and resolved the issue by replacing all the door latches. The repair was then tested using the hardware testing application. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station ch-ICU door 2 latch was failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.